Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the group home staff states they noticed the castor was dragging underneath the drive wheel and states the right side motor where the motor is attached by six screws has broken.